Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead eroded through the skin at the needle access site. Surgical intervention took place on (B)(6) 2019 wherein the system was explanted. Related manufacturer reference number: 1627487-2019-09556.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Brand name "slimtip¿ implant lead kit, 50 cm" should have been included in the initial report.